Event description:
It was reported that the device failed to defibrillate a patient several times via the internal paddles. The user retrieved a second set of paddles and the issue persisted initially until it worked to defibrillate the patient. The patient's outcome was reported to be positive and the reported issue had no adverse effects. There were no further details on the event and/or the patient provided.

Manufacturer narrative:
(B)(4). The customer biomed evaluated the device and found no device problems. Physio-control also evaluated the device and was unable to duplicate the reported failure. Physio continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.